Event description:
After the both discs of the amplatzer septal occluder (aso) were deployed, the position was not adequate. An attempt was made to recapture the aso; however, the left disc could not be recaptured. The 8f sheath was exchanged for a 9f, but during the maneuver, the aso embolized. The patient underwent surgical removal of the aso from the aortic valve and the defect was closed surgically.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel a pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Although the aso functioned according to specifications, our results are inconclusive since the associated dtv45 was not returned for analysis and no additional information was received. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events. Should the dtv45 or imaging become available at a later, we will reopen our file.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.